Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated the distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analyst noted the lead was cut in two pieces. The stylet 14-52 blue j also cut and still insertion in both distal and proximal segments. Visual inspection found distortion of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during implant. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.